Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed and it was noted that there was a hole in the cassette sheeting. Leak testing was also performed and a leak was observed from the hole in the cassette sheeting. The reported issue was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had an external fluid leak. The leak was observed from an unspecified location on the cassette. This occurred during use of the device for peritoneal dialysis therapy. The customer ended therapy and completed the treatment with continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.